Event description:
It was reported to baxter (B)(4) that the sponge fell out of a minicap upon opening the minicap's pouch. There was no patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the actual sample has been made. Should the actual sample be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510(k) number will not be provided in the medwatch as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted, and issues were found related to the reported condition during the evaluation. The mini cap sponge came out from the mini cap. The problem was confirmed for a misassembled minicap. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.